Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm replaced battery now and damage. Customer's blood glucose at time of incident was 8mmol/l. Customer stated they did not receive a low battery alert prior to the replace battery now alarm. Customer was advised that requires brand new batteries to work effectively. Customer stated that battery was not previously used. Customer advised that this is the second occurrence of replace battery now without a low battery warning. Customer was advised the pump will need to be replaced and they may continue to wear the pump until replacement arrives.

Manufacturer narrative:
The insulin pump was received missing the retainer and the reservoir tube o-ring; unable to performed the displacement test due to missing retainer. The power management parameters graph has confirmed a power system error was triggered when backup battery loaded voltage was less than 3.5v for four consecutive hours. After disconnecting and reconnecting the internal battery connector on the printed circuit board area 1, the insulin pump was monitored and functioned properly. The insulin pump was monitored without battery for ten minutes; after re-inserting battery no unexpected replace battery now or low battery alarm noted. The insulin pump passed rewind test and occlusion test, sleep current measurement, active current measurement and self-test. The insulin pump had scratched case and fading serial number label.